Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned in good condition. The analysis was performed and was found that the hand piece no longer meets the specifications for impedance, phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device was returned but without any information. No further information regarding this device is available.